Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat na l2 compression fracture. During the procedure, the surgeon began to fill cement about 13 min after preparation of the cement. 1.5ml was injected in the left side first, and then 1.5ml in the right side. Thereafter, an additional 1.2ml of cement was added to the left side when mild cement leakage into the dorsal disc was observed. The surgeon continued the procedure and completed cement filling by adding 0.5ml on the right. Approximately 23min later, frontal images revealed cement extravasation into a vessel from left l2 pedicle to the area around the l1 spinous process. As no complication was observed, the surgeon completed the procedure without additional treatment for the extravasation. The surgeon commented that the cement filling speed was a bit too fast and filling should be performed using a higher viscosity state.

Manufacturer narrative:
(B)(4). Location : hospital. This part is not approved for use in the united states; however a like device catalog # c01a, 510k # k041584 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.